Manufacturer narrative:
Device evaluated by manufacturer. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There is a kink to the hypotube 110cm from the handle. There are two flat spots on the distal shaft at 9m and 23.6cm from the tip. Microscopic inspection revealed no additional damages. There is blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 24jul2019. It was reported that device unable to cross the lesion. The 90% stenosed, 15mmx3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported. Patient was stable post procedure. However, device analysis revealed that the collar was separated.